Event description:
It was reported that a caller contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) outside of a procedure to report that monopolar cables were not staying in the generator. The tse documented the complaint, and no tse troubleshooting actions or error log review were recorded. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.